Event description:
It was reported that, "the particular catalog number, the scrub tech said that the jam nut was already engaged into the offset adapter. Tried to disengage but didn't work. Opened new one."

Manufacturer narrative:
Evaluation summary: the results of the investigation indicate that the device was likely tightened accidentally by turning the jam nut counterclockwise instead of clockwise to remove from the threaded shaft. The device has a left hand thread design, where rotation for tightening and loosening are reversed. The user deviated from protocol.